Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified crease sharp opening on posterior and crease fold. Base on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side